Manufacturer narrative:
There are multiple issues - both product related and non-product related - that may extend the time the patient is on cardiopulmonary bypass. The rate of certain complications can increase with an extended cardiopulmonary bypass time. If the extended bypass time results in a serious injury, then the complaint is reportable (e.g. Placement of intra-aortic balloon pump (iabp) or extracorporeal membrane oxygenation (ECMO) to treat ventricular dysfunction identified after prolonged bypass time). In this case, an iabp was placed to treat the pvl and ef of 10%. The device was not returned for evaluation as it remained implanted. Based on the available information, the root cause of the plv remains indeterminable. However, it is likely that patient related factors and procedural factors contributed to the event. See related report number 2015691-2018-04636. The device history record (DHR) was not able to be reviewed as the device serial number was not provided. Edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
It was reported that after implant of a 23mm pericardial aortic valve, the patient required balloon pump placement due to pvl. As reported, the patient presented to or for CABG x3 avr with ef 10%. The valve was implanted without problem and patient came off bypass with poor output still. Echo rechecked and still mild to moderate pvl was noted at the right commissure; balloon pump was placed and then pvl became trace to mild with ef at 25%. Same location of pvl jet was noted. Central jet that was trace to mild also was noted and resolved by the end of the case. Patient was put back on balloon pump for very short period of time due to bleeding at aortotomy site. This was resolved with additional suture placement. Balloon pump was restarted. Ef again was measured at 31% on balloon pump and mild to moderate pvl remained at the right commissure. The patient was returned to the intensive care unit in stable and satisfactory condition, having tolerated the procedure well. On postoperative day six the iabp was removed and the patient expired due to pulseless vtach.

Manufacturer narrative:
Corrected data: f10, h6. Reference (B)(4).